Manufacturer narrative:
(B)(4). The lot was manufactured from march 16, 2015 to march 17, 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor contained a particle inside its tubing. This was noted before use. No additional information is available.